Event description:
The customer reported an alarm problem on the vm8 patient monitor. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported an alarm problem on the vm8 patient monitor. No patient harm was reported. This complaint is deemed reportable since philips does not have enough data to determine what the alarm problem was; whether or not the monitor was providing alarms as expected. Philips is in the process of obtaining additional information concerning this event. A final report will be submitted once the investigation is completed.